Manufacturer narrative:
The device was received. The reported gripper actuation could not be tested in the testing environment due to return condition of the device as the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. A definitive cause for the reported gripper actuation issue, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed, but one of the gripper arms did not go down. Trouble shooting measures were performed such as cycling the lock lever and re-closing the clip and the gripper arms came down. A good grasp was made, and the clip was deployed, reducing mr to 2. The clip was observed to be stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.